Manufacturer narrative:
(B)(4). Unique device identifier (UDI): (B)(4). The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending (lad) artery with mild tortuosity and moderate calcification, a 3.0x28 mm rx xience pro stent delivery system (sds) was advanced and the stent was deployed. A distal edge dissection was noted and a 2.75x28 mm rx xience pro stent was implanted to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.